Manufacturer narrative:
D10 concomitant product: 5.5pef 5.5pef 5.5mm ID paed lge cuffless x1 (lot# 23f0613jzx) 5.5pef 5.5pef 5.5mm ID paed lge cuffless x1 (lot# 23g0939jzx) 5.5pef 5.5pef 5.5mm ID paed lge cuffless x1 (lot# 23i0285jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, the four tracheostomy tubes had broken flanges. The patient had a replacement of the tube.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that one of the eyelets was broken. It was reported that the tracheostomy tube had broken flange. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: attach the neck strap to the flange eyelet. Flex the patient¿s neck forward and tie the neck strap. When properly adjusted, one finger space between the neck strap and the patient¿s neck should exist. The tube and obturator are for single patient use. Duration should not exceed twenty-nine (29) days. Covidien has not substantiated use of these devices beyond 29 days. Decisions about tracheostomy tube changes should be made by the responsible physician or designate using accepted medical techniques and judgement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.